Event description:
Female pt with radical mastectomy repair with tram harvest was repaired with acell psmt 1620 and micromatrix. Drains were placed during surgery and subsequently removed at approximately one month. From weeks 5 to 8 pt had accumulated fluid that required aspiration each week. Following the 8th week there was no recurrence of fluid.

Manufacturer narrative:
There are no direct report provided at acell regarding this event. The events were incidentally identified on a poster presented that related a retrospective study. A comprehensive investigation was immediately conducted on discovery. Although no lot number was confirmed, all possible lot number involved were examined and records purported they were manufactured and distributed sterile in compliance with FDA, state, local, and manufacturing operating procedures. There was no report of device failure at the time of surgery.